Event description:
The customer stated that she tested her blood glucose and received a reading of 430 mg/dl using her contour meter. She took 10 units of insulin based on the reading. The customer retested her glucose 2 hours after taking insulin and received readings of 270, 350, and 156 mg/dl. The same day, the customer was taken to the ER because she was not feeling well. Her blood glucose was tested at 46 mg/dl using the hosp meter. The customer did not provide any more info about the event. The customer did not have any of the test strips left that gave her the high result, but her meter is to be returned for eval. A new contour meter ws sent to the customer.